Event description:
Lead extracted. Vegetation on heart valve. Pt was in hospital for sepsis. Vegetation on heart valve. System extracted per physician request. No additional info available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).